Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of a broken cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.